Manufacturer narrative:
Sample from (B)(6) was received on 2/1/16 and reviewed on 2/2/16. The sample drape was soaked in bleach water for about 1.5 hours, rinsed, let dry, examined and photos taken. Customer wasn't sure why liquid was in basin. Checked over sample and couldn't see any visible holes, burns or tears. Then placed water on warmer side of drape. Noticed a leak and circled spot with blue marker. Upon further examinatio the drape had a small 1/2 inch cut about 18 1/2 inches from the slush plate. This cut appears to have been created by a sharp of some kind object.

Event description:
After the surgery was over and the patient had left the operating room, the drapes were being disposed from the slush/warmer. An end user noticed that there was 20-30ml of fluid in the bottom of the warmer which should not have been there. It is unknown how the fluid got there. There were no patient injury and treatment reported of the incident.

Manufacturer narrative:
Sample from (B)(6) was received on 2/1/2016 and reviewed on 2/2016. The sample drape was soaked in bleach water for about 1.5 hours, rinsed, let dry, examined and photos taken. Customer wasn't sure why liquid was in the basin. Checked over sample and couldn't see any visible holes, burns or tears. Then placed water on warmer side of drape. Noticed a leak and circled spot with blue marker. Upon further examination the drape had a small 1/2 inch cut about 18 1/2 inches from the slush plate. This cut appears to have been created by a sharp object of some kind. Follow up #1: lot 1037253 was reported for this complaint. This is the sterile lot from medical action which corresponds to the microtek non sterile lots d1518181, d151611, d151941, d151331, d152221, d151451, d151381, d151391, d151351, d152161, d151601. The DHR was reviewed for d151181. This lot had (B)(4) pcs and it was manufactured on 04/28/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d151451. This lot had (B)(4) pcs and it was manufactured on 05/25/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d151331. This lot had (B)(4) pcs and it was manufactured on 05/13/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d151381. This lot had (B)(4) pcs and it was manufactured on 05/19/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d151391. This lot had (B)(4) pcs and it was manufactured on 05/20/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d151611. This lot had (B)(4) pcs and it was manufactured on 06/10/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d151941. This lot had (B)(4) pcs and it was manufactured on 07/14/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d151351. This lot had (B)(4) pcs and it was manufactured on 05/18/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d152161. This lot had (B)(4) pcs and it was manufactured on 08/05/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d152221. This lot had (B)(4) pcs and it was manufactured on 08/11/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for d151501. This lot was not assigned for products ors-320 / ors-320n. Based on the DHR and sample review, the non conformity appears to be the result of a sharp object that was placed in the basin. It does not appear to be the result of a personnel, process or material issue.

Event description:
After the surgery was over and the patient had left the or, the drapes were being disposed of. When the drape was removed from the slush/warmer machine, there was 20-30 ml of fluid noted in the bottom of the warmer which should not have been there. It is unknown how the fluid got there.